Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue would not recognize closed door¿ was not reproduced. A review of the event history log revealed shut door ¿ power off¿ messages. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation, the device was found to falsely detect a closed door and did not alarm for an open door. The cause was identified to be a stuck upper hook switch. The upper auxiliary will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not recognize a closed door. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.